Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that "during use of the seldinger, after successful puncture, insertion of the guide wire and removal of the introducer needle, when the guide wire was used to guide the introducer needle, it was found that the introducer sheath was unable to pass over the guide wire. The distal end of the guide wire was thickened, leading to trimming with scissors during use. But, it was difficult to cut off and there were powders on the cut guide wire." It was reported this occurred with four devices. This report addresses the fourth device.